Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with lumbar degeneration suggested for lumbar degeneration surgery. Event occurred intra-op. It was reported that set screw was explanted. No patient symptoms or further complications reported. Update 2020-oct-20; on (B)(6) 2020, hcp from the first affiliated hospital of (B)(6) university suffered from screw plug slipping during the surgery. The product has not been returned to medtronic china yet. The product is in the distributor.